Manufacturer narrative:
Correction has been made to on this report; the correct reporting source is foreign and company rep.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump experienced a prime fill anomaly. Customer's blood glucose was not reported.